Manufacturer narrative:
Concomitant product: 7288 ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counter (sic), noise, several non-sustained ventricular tachycardia and a possible fracture. During the rv lead replacement procedure, the right atrial (ra) lead was likely damaged and was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.